Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) on 2019-sep-30. It was reported that the cause of the motor stalls was not determined. The patient was not near any electromagnetic sources at the times of the stalls. The pump was going to be explanted and returned for analysis on 2019-oct-03. The patient's weight was provided. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving gablofen (2000 mcg/ml at 725.7 mcg/day) via an implantable infusion pump. The indication for use was noted to be intractable spasticity. It was reported that an active motor stall was seen upon pump interrogation. No patient symptoms were reported. Considerations were reviewed with the caller. No further complications were reported.